Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that the ball bearing and spring from the gps glenoid impactor handle dislodged inside of patient when the surgeon impacted the glenoid baseplate. The surgeon became aware when the spring was located during the case. Post op ap x ray taken shows no ball bearing left in the patient. There was less than a 5 minute surgical delay. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: per capa2021-02, the disassembly issue reported was likely the result of the retaining feature tolerances on the engineering drawing not being sufficiently robust and internal bore dimensions requiring an inspection method that may have contributed to damage. Additionally, improper machining of the bore by the vendor resulted in an out of specification condition that allowed the retaining ball to become disassociated from the shaft of the device during use.